Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a wound that was not healed and had bloody secretions. The patient developed an infection, however there was no redness, pain, and fever. The cause of the infection could not be confirmed. The system was explanted. On (B)(6) 2018, the patient was re-implanted with the original device and new leads. The patient was stable.